Event description:
Pt's daughter called to report the following surgeries and complications her mother had with mesh implants: dos on (B)(6) 2000 - dx enlarged rlq hernia. Marlex mesh was implanted by dr (B)(6). Pt experienced herniated mesh and infection. Dos - (B)(6) 2010 - dx recurrent hernia, dr gordon performed surgery due to mesh erosion. A bowel resection and gallbladder removal was performed as a result of the mesh. Dos - (B)(6) 2010, dx - ruq infected hematoma. Dr (B)(6) performed surgery to remove coagulated blood due to a clip dislodged from the gallbladder, drained 4l of blood, and tried to remove as much mesh as possible. Dos - (B)(6) 2010 - dx - anterior abdominal wall abscess. Incision and drainage of mesh was performed. Dos - (B)(6) 2012 - dx - recurrent incisional hernia. Surgisis mesh 20x30 was implanted by dr (B)(6) and drainage tubes were placed. Dos - (B)(6) 2013 - dx -I ntra abdominal abscess, herniation of remaining marlex mesh, drainage tubes were placed. Dos - (B)(6) 2013 - chronic infection of the interior abdominal wall. Wound vac was placed and pt was placed on home i.v. Antibiotic therapy. Dos - (B)(6) 2014 - removal of all mesh, multiple abdominal wall abscesses, small bowel / peritoneum adherence to mesh. Most of the peritoneum was removed. Surgery performed by dr (B)(6) and dr (B)(6) (assisting). Pt's daughter states that she was taken care of her mother through all of her surgeries often times with wound vac care and they are trying to find an attorney.